Manufacturer narrative:
The log review found a number of related warnings. The unit was fully disassembled during inspection, then rebuilt with new components including biss valves + cdvs+ pbv. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 14 out of 15.

Event description:
User reported the device was unable to maintain a set temperature. The case was completed successfully with no harm to the patient involved, after using a backup device. We consider inability to heat or cool to a desired temperature to be reportable.